Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with heavy tortuosity and heavy calcification. The 3.0 x 38 mm xience prime stent failed to cross the lesion due to the heavy tortuosity and calcification, despite pre-dilatation several times with an additional balloon. During the crossing attempt, the distal shaft of the stent delivery system (sds) separated. The separated portion was retrieved using a snare. The procedure was completed using another 3.0 x 38 mm xience prime stent. No adverse patient effects were reported. The patient outcome is reported to be satisfactory. The physician stated that the lesion morphology was too severe. No additional information was provided.